Event description:
The st. Jude medical field clinical engineer reported that there was no bipole signal. However, the far-field signal was sensing properly. Pacing lead impedance and all real-time measurements were normal. The device was pacing asynchronously. The decision was made to explant the device.